Manufacturer narrative:
The explanted lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital four days post-implant with pacing failure. The patient was conscious and exhibited symptoms of giddiness. Interrogation found normal lead impedance measurements, but no capture was obtained even at maximum outputs. A temporary pacemaker was implanted that day. An x-ray confirmed the rv lead had perforated the ventricle and the lead was explanted the following day; the patient subsequently died one day later.